Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial # (B)(6). Product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported by the patient that it takes a long time to connect and deliver the dose since they got the device. Patient asked if there was a reset on the device to make it connect faster. Patient stated they get 10 bolus a day. Patient said the handset usually get hung up at 80%. Agent asked patient clarifying question. Patient service assisted patient with clearing the data. Patient was able to connect to the pump and deliver a bolus very fast. The troubleshooting steps that were taken on the call resolved the issue.